Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change with a 6 mm, 23 in infusion set, the user experienced severe hyperglycemia with a fingerstick value of 532 mg/dl, followed later by hypoglycemia to 60¿65 mg/dl after announcing a meal and delaying food intake; no leaking or bent cannula was observed, and the user subsequently calibrated the cgm. Symptoms included thirst, dizziness, headache, increased urination, slurred speech, and a fall without injury. Outcomes included self-treatment with subcutaneous insulin by pen and oral carbohydrates, subsequent stabilization of glucose to the 115¿174 mg/dl range, and no hospitalization. Investigation included remote troubleshooting, review of event and meal history, guided supply replacement, cgm calibration, and user education. Investigation of this case revealed no device malfunction or component failure and suggested user-related factors, including incorrect meal announcement and delayed meal consumption, as the likely contributors to the hyperglycemia followed by hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user interaction associated with meal announcement and timing.